Manufacturer narrative:
A covidien customer support engineer (cse) inspected the device and isolated the problem to the bottom liquid crystal display (lcd) panel. The cse replaced the gui central processing unit (cpu) and then upgraded the software to the current version. They then performed all device calibrations and the device passed the extended self test (est) and short self test (sst). (B)(4).

Event description:
A report was received from the USA stating that an 840 ventilator experienced a malfunction. The customer reported that the graphic user interface (gui) display was erratic, and missing segments. There was no patient involvement when the malfunction occurred. The date of the event is unknown.